Event description:
Patient was revised due to pain and visible scratches. Update: (B)(4) 2012- litigation papers received. They allege pain, swelling, inflammation, pseudotumors, and metallosis. There is no new additional information that would affect the investigation. Update: 2/1/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Doi: (B)(6) 2010. Records indicate that the patient was revised again because of infection on (B)(6) 2011 records are available for further review. (Right hip). The patient was revised on (B)(6) 2011 for pain and impingement of the stem and cup. There was poly wear of the liner which was most likely secondary to the impingement since it was only implanted 5 months.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. From a medical perspective, based on the limited information available to be reviewed, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.